Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the code summary button would intermittently get stuck, which possibly could cause drain on the batteries. The small keypad assembly was replaced for the observed issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.